Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient suffered and was diagnosed with an intraprosthetic dissociation and like catastrophic trunnion failure of the tmzf right hip. It alleged that during the revision surgery the surgeon observed "the presence of a large black pseudotumor and large amount of black metal debris within the pseudotumor; presence of severe wear at the taper junction between the accolade stem and lfit v40 cocr femoral head". It is further alleged "subsequent to the revision surgery for the intraprosthetic dissociation, the patient underwent extensive rehabilitation of the revised hip and developed a post-operative infection resulting in a 2 stage infection surgery with placement of an antibiotic spacer".

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient suffered and was diagnosed with an intraprosthetic dissociation and like catastrophic trunnion failure of the tmzf right hip. It alleged that during the revision surgery the surgeon observed "the presence of a large black pseudotumor and large amount of black metal debris within the pseudotumor; presence of severe wear at the taper junction between the accolade stem and lfit v40 cocr femoral head". It is further alleged "subsequent to the revision surgery for the intraprosthetic dissociation, the patient underwent extensive rehabilitation of the revised hip and developed a post-operative infection resulting in a 2 stage infection surgery with placement of an antibiotic spacer".

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog#; lot#, expiration date; PMA/510(k) #; device manufacture date; remedial action initiated; correction/removal rpt number. The following additional devices were added to the complaint after the initial medwatch was submitted. Cat. No: 542-11-56f, trident psl ha cluster 56mm, v3ymad, cat. No: 2030-6535-1 6.5, cancellous bone screw 35mm, lot code: 97009903, cat. No: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mwymla. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. An event regarding dissassociation and altr involving a metal head was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.